Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The marker lumen blockage was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen blockage and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, the marker lumen of the proglide device was pre-flushed with saline prior to use. However, after the proglide device was inserted in the anatomy, there was no blood flow from the proglide marker lumen. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.